Manufacturer narrative:
(B)(4).

Event description:
A pump refill was performed on (B)(6) 2010; no issues were noted. At the next refill on (B)(6) 2010, the patient had disturbed consciousness (somnolence). The patient was admitted for this reason. Unspecified treatment was given. A dose change was made. The residual volume during the refill strongly suggested pump cessation rather than overdose. On (B)(6) 2011, the actual pump volume (16 ml) was greater than expected volume (11.3 ml). "The residual drug volume suggested pump cessation, but the clinical symptoms did not show any clear signs of overdosing or withdrawal symptoms." The severity of the event was reported to be "moderate"; the seriousness of the event was noted to be "not serious". The patient's dose on (B)(6) 2010, was 850 mcg/day and was decreased to 93.7 mcg/day by (B)(6) 2010. The patient recovered as of (B)(6) 2010. "The causal relationship between the somnolence and itb (intrathecal baclofen) therapy was unknown. May be the patient's psychological reaction to the primary disease." The device system was used to deliver gabalon.